Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system was getting repeated recoverable error 32097 on the universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors 32097 and 32096 on the usm 1. The customer was able to recover the errors and finish the case, but the errors kept coming back. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable error 32097, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported event and replaced usm 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. Errors 1126 and 32097 were confirmed in the error log but they were not replicated during testing. Error 31226 was replicated during testing as the unit failed the normal mode. This error point to the clockspring and the rolling loop. The clockspring and rolling loop fiber cables were replaced to resolve the issue. With new replacements, the unit was tested on the test platform and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system was getting repeated recoverable error 32097 on the usm 1 during procedure. The fse was able to reproduce the faults on the usm. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.